Event description:
The intellanav mifi open-irrigated catheter was selected for use during a ventricular tachycardia ablation to treat premature ventricular contractions. It was reported that an excessive temperature error occurred during procedure. The catheter was inspected, and blood was noted in the irrigation tubing as well as fluid leak around the luer lock junction. The catheter was replaced with one from the same model. The procedure was completed successfully without patient complications. The device is not expected to be returned as it is retained.

Manufacturer narrative:
Product investigation was performed by reviewing the photo provided by initial reporter, which confirmed the irrigation extension tubing was totally detached/separated from the luer fitting at the adhesive joint. The cause was traced to device design. It was also confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU.